Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced vessel dissection. The target lesion was located in a very calcified left common iliac artery. An opticross imaging catheter was used to visualize the lesion. During the procedure when the physician pulled the catheter it got looped up and could not be taken out completely. The physician had to pull another set of fresh sheaths from the right side to go to the left side and snare the catheter. While doing this a dissection on the patients groin occurred. The physician treated the dissection by putting in a non-bsc stent. It was noticed that there was a small piece of the ivus that was still inside the body of the patient. This piece is not in the vessel but it is in the tissue of the patient. The non-bsc covered stent that was placed squeezed the piece of the ivus device into the vessel. This piece is not flowing and not moving, it is squeezed by the stent and non mobile. No other patient complications were reported and the patient's status is stable.